Event description:
PICC was originally placed in the right ac on (B)(6) 2026 with chlorhexidine prep. Placement was radiologically confirmed, and sterile dressing was applied. No complications and no issues removing the stylet were noted. PICC nurse noted that insertion site appeared dry. Tpn d10 and lipids were infusing. PICC was removed on (B)(6) 2026 after it was found to be leaking. There was no blood loss, the PICC was replaced.

Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.